Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the spain. It was reported that the patient encountered five infusion set cannulas were kinked within 3 hours of insertion. Events were occured on (B)(6) 2024 and (B)(6) 2024. The site of insertion was abdomen. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.